Event description:
On (B)(6) 2013 the reporter contacted animas, alleging a repeated call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 03/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/28/2014 with the following findings: black box and alarm history review shows no evidence of ¿cs065¿ alarms, several ¿cs087¿ alarms on the reported event period. The pump powers ¿on¿ and displays ¿verify¿ screen . The pump alarmed with a hard ¿cs069¿ upon the first ¿rewind¿ attempt and testing was unable to verify all steps or to adequately investigate reported issue. Pump¿s cover was removed and no intermittent condition was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.